Event description:
Some kind of bug/insect fecal matter in device packaging. Traveled all the way to manufacturer address from (B)(6) and found out manufacturer is no longer at the building. Online information on manufacturer website or FDA does not state any new manufacturer address. Phone call unanswered.